Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause was a defective winged luer cap. Additional: baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted if additional information becomes available.

Event description:
The facility representative contacted baxter to report an infusor in which the device had leaked after being stored. The event occurred before patient use. The device was filled with 5-fluorouracil 2106.26 milligrams and 0.9% sodium chloride 49 milliliters. The device was stored in the dark. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.